Manufacturer narrative:
Eval summary: the device involved in this incident was reported available, but has not been returned to I-flow corp for eval. Without the actual product, a complete analysis cannot be conducted. The info contained herein is based on the info provided by the initial reporter. If add'l info that is pertinent to this event becomes available, I-flow will submit a follow-up report.